Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation of original file: the probe has a drop out in the image. The root cause of the failure is likely due to an internal probe failure.

Event description:
Observation found during an evaluation: the probe has a drop out in the image.